Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 17jun2020.

Event description:
It was reported the navigation ring was not moving which was discovered during performance verification testing. There was no patient involvement. The manufacturer's field service engineer advised to replace the front bezel.

Manufacturer narrative:
G4: 26jun2020. B4: 29jun2020. The manufacturer's field service technician (fse) replaced the front bezel and the issue was resolved. Information was received that confirms the touch screen was functioning. Nav-ring not working does not affect the functionality of the vent. Unit will continue to function and ventilate patient. The touch screen can be used to make adjustments to the settings. When the navigation ring is not functioning or if cannot be used to enter or change settings while the device is in use (parameters can be adjusted using the touch screen), the device will continue to function and ventilate the patient, and thus pose no risk for serious patient injury. Therefore, based on the information provided, the incident is not a reportable event. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.